Manufacturer narrative:
(B)(4). This complaint is related to medwatch #1828100-2015-00652. Per the sales representative, the customer has already received the upgrade to their bpms but continue to have issues on this monitor.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a potassium (k+) drift with the blood parameter monitor (bpm). The device was not changed out, as they continually recalibrate since they have no back-up units. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 07/20/2015: since the update of their bpm units to the 1.69 version of software, they routinely see the k+ measure drifts higher (as compared to lab measured values) later in the procedure. According to the perfusionist (ccp), they calibrate the shunt sensor with the calibrator 540 prior to use and they wait until the cpb circuit and conditions are stable prior to the first in-vivo calibration. About mid-way thru cpb, the bpm k+ measure drifts higher than the laboratory (always higher) even though additional potassium is not being given. Additional in-vivo calibrations are done, but the k+ measure continues to drift higher than lab measured values. This occurs, according to the ccp, in all cases since the update to 1.69 but they continue to use the product as other measures appear acceptable and getting loaners has been very problematic due to very limited supplies. The cases have been completed successfully, without delay and without associated blood loss. There has been no harm observed.